Event description:
It is reported that in 2/2000 pt sustained fracture right tibia. That same day, pt's tibia was fixated using an ect self compression plate. Post op, pt experienced problems with pain. Following in 4/2000 pt underwent revision of the plate where it was discovered that the plate had fractured.